Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" and "system fault code 7" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated and removed h6 (medical device problem code) 1068. The device was returned to zoll canada; the customer's report was duplicated and attributed to the system board. The system board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a1,a4, b4, b5, b6, b7, and d2. The device was evaluated by zoll medical canada following a report of an inability to detect ECG signals through either the onestep cable or ECG leads. Evaluation replicated the customer's report and identified a faulty system board as the root cause. The system board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed an "ECG disabled" and "system fault code 7" messages. Complainant did not indicate that there was any adverse affect to the patient due to the reported malfunction.